Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported a right-side rupture. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Later, healthcare professional in addition reported right side capsular contracture baker grade iii device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken on radius side assessed as fold flaw opening and observed broken on posterior side assessed as smooth opening. Capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: observed creases on the device. Observed wear abrasion on the device. Observed stress marks on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a right-side rupture. Later, healthcare professional in addition reported right side capsular contracture baker grade iii device was explanted.